Manufacturer narrative:
The event was reported to have occurred approximately (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced unspecified episodes of peritonitis. The cause of the event s was unknown. It was not reported if the patient was hospitalized for the events. On an unreported date, the patient was treated with tigecycline and unspecified drugs (doses, routes, frequencies and duration were not reported) for peritonitis. At the time of this report, the patient was recovered from the events. Pd therapy was discontinued. No additional information could be provided as the reporter declined follow up.